Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint could not be confirmed via functional testing. Eval: results: the event cannot be confirmed through product analysis testing. The device did not reveal any visual anomalies that could be attributed to this event. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt had lost weight and experienced pain at the ipg implant site. The ipg became more superficial causing pt discomfort. The physician elected to replace the implanted ipg with a different ipg. No further info is available at this time.